Manufacturer narrative:
D9: device received on 1/28/2025. H3: one device was received for evaluation. Review of the service history and event history log identified "high pressure". The customer¿s reported problem was verified by visual inspection. The root cause was the downstream occlusion (dso) nub was worn. The dso was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high-pressure alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.